Manufacturer narrative:
Investigation summary: one photo was received and evaluated. A single 1ml ll syringe with a capped needle attached was depicted in the photo. An unknown dark fm can be seen apparently on a portion of the white plunger rod near the stopper outside the fluid path. It is unknown whether the fm is embedded or loose on the plunger. No physical samples nor additional close up photos were received to aid in the fm evaluation, therefore the nature of the fm could not be determined. Device history record review manufacturing dates: 4/09/2017 ¿ 4/10/2017. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7086887 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. It is unknown whether the fm is embedded or loose on the plunger. No physical samples nor additional close up photos were received to aid in the fm evaluation, therefore the nature of the fm could not be determined the aql for foreign matter outside the fluid path is 1.0%. (B)(4). No corrective actions are necessary based on the defective rate identified. No CAPA is required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a greenish black residue was noticed on the white portion of the plunger of a bd luer-lok¿ disposable syringe during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a greenish black residue was noticed on the white portion of the plunger of a bd luer-lok¿ disposable syringe during use. There was no report of exposure, injury or medical intervention.